Event description:
Bone marrow biopsy needle bent during procedure. Tech was trying to remove sample from distal end, not using probe guide. Handle slipped and was injured by a sharp end of the cannula.

Manufacturer narrative:
The reported sample was provided by the customer. Carefusion quality engineering visually inspected the sample, which confirmed that the probe was bent. Further dimensional analysis of the sample confirmed that the needle was dimensionally correct. A lot number was not provided; therefore, carefusion was unable to perform a device history record (DHR) review. However, a thorough complaint history review was performed related to the reported defect and a trend was not observed. Therefore, carefusion concluded that the reported defect is isolated in occurrence. The directions for use (dfu) for the reported product have been thoroughly reviewed. As a preventive measure, the specified instructions for use of the provided probe guide during the removal process of the biopsy sample will be shared with the reporting facility/user.